Event description:
Device 2 of 2: ref MFR report # 1627487-2012-16001. It was reported the pt is experiencing pain at the ipg site. It was also reported the pt is experiencing pain in her right leg. X-rays were taken and the pt will discuss the results with her doctor.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.